Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced significant fluctuations in blood glucose levels throughout the day, including a low of 39 mg/dl and a high of 340 mg/dl. The patient over-announced for breakfast, which led to a low blood glucose event, then overcorrected the low, resulting in a high, followed by another low due to device correction. The patient did not announce their dinner meal. The patient treated the low with glucose tablets. No professional medical intervention or additional assistance was required, and no immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.